Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) missing teardrops led to a sterility breach. The teardrop was missing from 12 needles. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported that the tear drop label was missing from about 12 pen needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2022. H6: investigation summary customer returned (75) open 32gx4mm bd pen needles as well as several lancets not manufactured by embecta. The customer reported that the tear drop label was missing from about 12 needles, the customer was stuck by the needle as she reached in the box, and the needle bent at the patient end (pe) during injection. The samples were examined, and it was observed that all 75 pen needles were returned piled together without outer covers, tear drop labels, or inner shields attached. 10 out of the 75 samples featured a bent pe cannula. Given the condition that the samples were returned in, the missing tear drop labels, bent pe cannulas, and needle stick issues could not be confirmed as a manufacturing related defect. Since all 75 samples were returned after use, the probable cause of the missing tear drop labels and bent pe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (tear drop label missing, pe cannula bent). The root cause for this issue is user related. The samples were returned with bent pe cannulas and without tear drop labels attached after the user handled the pen needles. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) missing teardrops led to a sterility breach. The teardrop was missing from 12 needles. There was no report of patient impact. The following information was provided by the initial reporter: spouse of consumer reported that the tear drop label was missing from about 12 pen needles.